Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, recanalization requiring retreatment is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization with a stent (subject device) and 2 coils for an un-ruptured aneurysm located at the basilar apex. Twenty-four hours post procedure nihss was 0 and mrs 0. At 2-month and 6-month post-procedure, mrs was 0. At 12-month post-procedure, nihss was 2, mrs was 0. Fourteen-month post procedure, there was re-intervention to target aneurysm with placement of 6 additional coils. According to the physician, the re-treatment was possibly related to the procedure, to the stent and the initial coil mass as the coils give volumetric packing density.